Event description:
While removing a 1/2 x 1/2 cottonoid sponge from the surgical site, the scrub tech discovered the string was missing from the cottonoid sponge. The surgical team was immediately informed. The surgical area was inspected, as was the surrounding area. Suspecting the string had been suctioned into the neptune machine, the suction manifold was removed from the machine. The suction manifold filter had caught the string, and the string was then removed from the filter. Visual confirmation of the string was completed by circulator, ctl [care team leader], and fellow. Surgeon informed. The patty and string were obtained, placed in a biohazard bag, and taken to the front desk.